Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Concomitant product(s): 8253200: patient interface 8253200 response 3.0, s/n (B)(4), lot 206029402 manufactured: 07/18/2012. (B)(4). Product evaluation: -- analysis of the mainframe (8253002) found that the customer¿s issue cannot be confirmed; both stim 1 and stim 2 are functional. The device software was upgraded to current specifications and the device was successfully tested to specifications. Analysis of the interface (8253200) found the device was received in good functional condition; the issue cannot be confirmed. Mounting clips turn too easily; washers were replaced on the device. The unit was successfully tested to specifications.

Event description:
It was reported that there was "no stimulation on the nerve" a technician was called and the case was able to proceed. There was no patient impact.